Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system non-dehp solution sets leaked from an unknown location. The process step was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the second y-site clearlink was observed collapsed or kinked. Functional testing, including pressure and clear passage testing, were performed; and a leak was observed between the assembly of the tubing into the drip chamber. The device was primed and a leak was noted at the same location. During pull testing the device performed according to specifications. Lastly, the device was within dimensional testing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted for both potential lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.